Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information states that the device and lead were explanted and replaced on (B)(6) 2018. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation the right ventricular lead exhibited high hv lead impedance. It was suspected that the right ventricular df-1 pin might not be properly aligned in the header. No further information was available.